Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error during prime. Blood glucose value was unknown. Troubleshooting was performed and it was stated that the device was not exposed to a magnetic field. The alarm did not occur during rewind and the insulin pump passed the self -test and displacement test. The customer changed the infusion set and reservoir but was unable to prime. The motor error alarm occurred 12 times in 30 days. The insulin pump was returned for analysis.